Event description:
The footrest detached while the pt was standing on it. Apparently this resulted in slight back pain to the pt. The footrest was inspected and found to operate correctly, however the latch mechanism was adjusted as a precaution.